Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was exchanged with a longer length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was exchanged with a longer length lens and the problem was resolved. Cause of the event was unknown. Claim (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was remains implanted. Cause of the event was not reported.